Event description:
It was reported during collection using bd vacutainer® eclipse¿ blood collection needle, an unspecified number of devices fall apart and the needle is exposed; hub is separated from the device. A new device was used. There was no health impact or consequences reported.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.